Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 231 mg/dl. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using true metrix meter. The customer stated his expected am fasting blood glucose test result is <200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 06/16/2027 and per the customer the open vial date is 1 week ago. The meter memory was reviewed for previous test result history: result 1: 231 mg/dl, date: (B)(6), time: 7:00am fasting , result 2: 210 mg/dl, date: (B)(6), time: 7:02am fasting , result 3: 259 mg/dl, date: (B)(6), time: 7:22pm fasting , result 4: 208 mg/dl, date: (B)(6), time: 11:39am fasting , result 5: 195 mg/dl, date: (B)(6), time: 8:13am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.